Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Noted cuts, tears and electro-cautery damage in outer insulation, likely explant damage, along with stretched and deformed conductor coils. Visual inspection showed a deformed helix with tissue present within the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities, except the explant damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.